Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device contamination occurred. The target lesion was located in the left anterior descending artery. A 6mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the device failed to cross the lesion, and foreign material was noted. The procedure was completed using an alternate device. There were no patient complications reported.